Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and single coil right ventricular (rv) lead exhibited high shocking impedance measurements greater than 200 ohms. The patient received a 41 joule shock one day prior to the increase in the shock impedance measurements. A recent non-sustained ventricular tachycardia (nsvt) episode was reviewed and there was no noise present on the shock electrogram (egm). Additional troubleshooting options were recommended by boston scientific technical services (ts). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated the patient had presented to urgent care following the shock delivery. A physician at urgent care used a programmer and inappropriately programmed the shock vector to triad. Due to the high shocking impedance measurements the patient then came to the clinic for additional troubleshooting. It was then discovered that the shock vector had been inappropriately programmed to triad and not rv coil to can. Defibrillation threshold (dft) testing was performed. The shock vector was changed back to rv coil to can and impedance measurements returned to normal limits. No additional adverse patient effects were reported.